Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that on 10/23/2009 patient underwent a vaginotomy. Patient also underwent mesh excision on 10/23/2009 due to erosion and extrusion. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.